Manufacturer narrative:
This report is being supplemented to provide additional information based on the event date (please see b3) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of gf-uct180 describes the reprocessing methods in the following chapters: chapter "compatible reprocessing methods and chemical agents" chapter "cleaning, disinfection, and sterilization procedures" olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for an unexpected contamination. The scope was sampled five times. During the first sampling, the scope tested positive for 200 colony forming units (cfus) of enterococcus faecium and candida albicans. During the second sampling, the scope tested positive for 200 cfus of enterococcus faecium and candida albicans. During the third sampling, the scope tested positive for 100 cfus of candida albicans and enterococcus avium. During the fourth sampling, the scope tested positive for 200 cfus of enterococcus faecium and candida albicans. During the fifth sampling, the scope tested positive for 200 cfus of enterococcus faecium and candida albicans. The issue was found at reprocessing during a routine culture of the scope. All channels were tested. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, it was sent to an independent laboratory for culture testing. The device tested positive for < 1 colony forming units (cfus) of unspecified revivable microorganisms which, is conforming to standard. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer aspirates water through the channels and flushes out the air/water, balloon, auxiliary and the forceps elevator wire channel. The customer uses an unspecified detergent during the pre-cleaning process. During the manual cleaning process, the customer uses aniosyme synergy 5 detergent and brushes the instrument channel, suction cylinder, instrument channel port, the balloon channel and distal end/area around elevator. The customer uses asept in med brushes (ref 201790). It was not specified if the scope is manually disinfected. For automated endoscope reprocessor (aer) treatment, a getinge machine is used with getinge detergent (ref 41010054) and getinge disinfectant (ref 41010057, et 41010058). The scope is stored horizontally in soluscope dsc 8000 cabinet with drying function. Olympus is the maintenance company used by the customer. It was not specified if the scope is sterilized. During the device evaluation, it was uncovered that the acoustic lens had missing cementing. Additionally, the key top 1 of the switch section had incised cuts. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.